Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3: reference MFR. Report: 1627487-2017-00954, reference MFR. Report: 1627487-2017-01000. The patient has two anchors with the same lot number. It was reported the patient presented with signs of infection, and thereafter, the patient was tested positive for (B)(6). Subsequently, surgical intervention was undertaken to explant the scs system.